Event description:
A frozen pump display was reported by the caller, with the screen stuck during the tube filling process. The customer's blood glucose level was recorded at 211 mg/dl, which is within the normal range. Technical support provided instructions for a pump reset, which the caller carried out, successfully resolving the issue.